Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The actual sample was visually inspected and was found that the white connectors are acceptable and no damage was observed. During the evaluation of the actual sample, the alleged failure stated in the complaint was not confirmed. The device history record (DHR) of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The sample cassette performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the supply bag after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell 1 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a leak at the connection site. Fluid did not come in contact with the cycler. The patient was advised to re-setup with new supplies. Upon follow up, the patient was able to complete peritoneal dialysis treatment using the cycler after re-setting up with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy on the original cycler with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.